Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the left monitor, reseated the processor, and display adaptor printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's left monitor would not display live images. No patient injury was reported.